Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% and dianeal pd4 2.5% for peritoneal dialysis therapies. Dianeal therapy was ongoing. On (B)(6) 2012, during a call with baxter (B)(4), the following was reported: on (B)(6) 2012, the patient experienced peritonitis manifested by a cloudy effluent. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient began treatment with cefazolin 1 gram, daily, intraperitoneally (ip) and fortum (1 gram, daily, ip) for peritonitis. On (B)(6) 2012, the patient stopped the treatment for peritonitis and was discharged from the hospital. The patient recovered on (B)(6) 2012. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR, as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.